Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.

Event description:
The customer reported that during the ablation procedure, the temperature rapidly increased. The needle electrode was replaced and the procedure was completed without further incident. No patient injury occurred. Initial evaluation of the returned electrode found voids and damage to the needle insulation. The needle failed hipot testing.